Manufacturer narrative:
Correction found in b1, b2, and h1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: analysis of the ipg 3058 interstim ll (serial# (B)(4)) confirmed that the implantable neurostimulator (ins) setscrew was missing. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Fdc updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The hcp was not aware of the setscrew malfunction, but they wanted the rep to send it back to the manufacturing company for analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who said the screw in the holder wouldn't fit in groove. The healthcare provider (hcp) couldn't tighten the setscrew. The rep also noted that the device was used within the patient and that they recovered without sequela. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). Caller said the ins setscrew would not come in contact. The rep was not aware of the healthcare provider (hcp) backing out the setscrew, but the rep thought the hcp might have when their back was turned. The hcp indicated the lead would not sit in the header block. As a result of what was reported, a new ins was implanted. No patient symptoms were reported and no further complications have been reported as a result of this event.